Event description:
The issue with the semi-flex is that the 4th prong did not heat upo. When the generator is switched "on", the screen gave us the message as op on the 4th temperature window. We also can see from the CT scan that the 4th needle was not heating up. Unable to complete ablation.